Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The overlay to the screen was cracked. It was also noted that the tab was broken off the power cord door. (B)(4) the programmer rf (radio-frequency) head failed electrical testing. The printed circuit board was found to be out of specification. The rf head label was also missing its coating.

Event description:
It was reported the programmer screen needs repair. The programmer was returned. The programmer rf (radio-frequency) head was returned with the programmer and tested out of specification during manufacturer's analysis. No patient involvement or complications were reported.